Manufacturer narrative:
Initial reporter phone #: unknown. Results: bd received 450 samples from the customer facility for investigation. Thirty samples were evaluated and the customer's indicated failure mode for leakage in the tubing with the incident lot was observed in six out of thirty devices. A review of the manufacturing records was not required. Conclusion: bd has confirmed the complaint through the investigation. Bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection set had a leakage in the tubing during use. No injury or medical intervention reported.